Manufacturer narrative:
This event was a duplicate of MDR manufacturer report number 2183959-2014-00014.

Event description:
It was reported the patient had recurring incontinence due to atrophy and fluid loss. The device was explanted and replaced. No patient complications were reported in relation to this event.

Manufacturer narrative:
Additional device info: cuff: catalog # 72401960, serial # (B)(4), expiration date: 3/12/2014. Balloon: catalog # 72402106, serial # (B)(4), expiration date: 2/19/2014. Pump: catalog # 72402287, serial # (B)(4), expiration date: 3/16/2014.